Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure involving a faradrive sheath, after the sheath was inserted into the patient, excessive air ingress was noted. No matter how many times the physician aspirated, bubbles kept coming into the sheath. The physician said that he believed it was an issue with the sheath valve. The issue could not be resolved so the sheath was exchanged with the new faradrive sheath and the procedure completed successfully. No patient complications or reported. The device is not expected to be turned as it was disposed.